Event description:
During a follow-up, the device was interrogated and there were intermittent noise episodes on the right ventricular (rv) channel. The rv lead was explanted and replaced. Further information was requested but not yet received.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Visual inspection of the lead revealed an external abrasion proximal to the suture sleeve tie impressions, breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. The reported event of noise was isolated to the exposed outer coil in the abraded region.